Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically error 42, while using the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete instructions for resetting the pump, guiding the caller through the process, and after the reset, the error did not reappear. Consequently, the caller was able to successfully start a new sensor session.